Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified item and lot numbers match the complaint. The tip of the returned impactor is broken. Additionally, the reported part number is manufactured with a black plastic tip, but the returned tip that is broken is grey. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device product code - phx. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial implantation, the distal tip of the impactor broke. Subsequently, a second device was used to complete the surgery. No patient consequences were reported for this event. Attempts have been made and no further information has been provided.